Manufacturer narrative:
Please refer to MDR-2015-22783 for details about the 21mm trifecta valve. (B)(4). The results of this investigation indicated the 23mm valve met sjm specifications as supported by the valve's device history record and the analysis performed. There was no evidence to suggest that there was an intrinsic defect in the valve. The cause of the reported event remains unknown.

Event description:
During a redo aortic valve replacement procedure, a 23mm trifecta valve was implanted; however, when weaned from cardiopulmonary bypass, it was noted the coronary arteries were not patent. Cardiopulmonary bypass was resumed and the 23mm valve was removed and replaced with a 21mm trifecta valve. The patient was extubated in the ot, transferred to the itu where the patient expired the following day from an unknown cause. Sjm originally reported this on the 21mm valve (MDR-2015-22783) and information provided is related to the potential obstruction of the coronary os by the larger 23mm trifecta. No specific allegation of a device deficiency was made against the 21 mm valve which was in situ at the time of patient death. Further attempts to gather additional information have been unsuccessful.